Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Concomitant products: addr01 ipg, implanted (B)(6) 2011.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for lead fracture as evidenced by high lead impedance and high rate episodes from short v-v intervals. It was also reported that the patient's implantable pulse generator (ipg) was explanted and replaced for evidence of high rate episodes (short v-v intervals). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.